Event description:
It was reported that a malfunction occurred with the customer¿s pump, but no notable events preceded the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.